Manufacturer narrative:
Investigations: visual inspection: dried bloody deposits on the products. Dried bloody deposits in the sprung reservoir in the area of the bullet . Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: the results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection after dismantling of the valves, some deposits were found in the progav 2.0. In the shuntassistant 2.0 no deposits were found. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. We would like to point out in advance that after the revision operation there was already done an adjustment and permeability test. Based on our investigation, we are unable to substantiate a functional deviation at the shunt system. However, it is possible that the deposits observed inside the valves could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx577t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 168 centimeters (cm). Weight: (B)(6) gender: female.